Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID :3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) would only work when they would be lying back. The patient stated that they thought it was a problem with their leads and was wondering if there was a way that they could change the lead with their ¿control.¿ no patient symptoms were reported and there were no further complications. Indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.